Event description:
It was reported by the patient wife that the patient was having increased seizures since having vns implanted. No additional relevant information has been received to date.

Event description:
Clinic notes were received from the neurologist. It was reported that the patient had a brief seizure, which cause the patient to seek an appointment with the neurologist. It was noted by the neurologist that the patient was attempted to be weaned off anti-seizure medications, at which time the patient was noted to have had significant seizures. The patient was placed back on his medications as a result. No additional relevant information has been received to date.